Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery for proximal phalanx fractures by using the va locking hand system. Surgeon inserted the two (2) locking screws successfully. When surgeon was drilling at the 3rd hole of the plate, the drill bit broke while bending when surgeon turned the drill bit in the bone in order to check how it was inserted. Surgeon tried about fifteen (15) minutes to push out the broken tip of the drill bit to the opposite side, but he could not. The broken tip of the drill bit was left in the patient¿s body. The surgery was completed with a less-than-thirty (30) minutes of surgical delay. Per surgeon this event was caused by his technical error. No further information is available. Concomitant devices reported: locking screw (part# unknown, lot# unknown, quantity 2); plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm drill bit/stryker j-latch f/threaded hole/65mm . This is report 1 of 1 for (B)(4).